Event description:
It was reported that there was an abnormal sound like something broke when closing lever. Staple unformed at 1st firing. It was completed by suture. There was no adverse consequence to the patient.